Manufacturer narrative:
The subject unit was returned to the service center for evaluation. The unit was tested and the reported errors (e433 and e622) could not be reproduced, but the errors were found in the recorded error log of the unit. No malfunction of the generator was identified. Therefore, the device is evaluated to meet the specification. Note: the footswitch unit was not returned along with the subject unit for testing. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The error e433 is a known issue which is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Since the phenomenon could not be confirmed, some possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). A deeper investigation of the generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. Error e622 indicates an unknown reboot error. Based on the information provided, the cause for this error message remains unclear. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. The legal manufacturer will continue to monitor complaints for this device.

Event description:
The biomed coordinator at the user facility reported, the high frequency electro-surgical generator unit reportedly "received error e433 ten times and error e622" during preparation for use. There was no patient involvement with the subject unit as the errors occurred during inspection prior to use. There was no delay and the intended procedure was completed using a replacement unit. No other devices were replaced. No adverse outcome to the patient was reported.